Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that a product that had exceeded its expiration date was implanted during a surgical procedure. No sequelae related to the event have been reported to date. The product remain in situ.